Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. This resulted din a loss of imaging functionality. T here is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.